Manufacturer narrative:
Patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: the reported red heart alarm was unable to be confirmed for the evaluation of the submitted log file. A specific cause could not conclusively be determined through this evaluation. The submitted log file contained data from 519 days, 3 hours, and 59 minutes to 525 days, 2 hours, and 2 minutes per timestamp, approximately 6 days of data. The pump fixed speed was set at 9200 rotations per minute (rpm) with a low-speed limit of 8800 rpm. There were no abnormal events that would have resulted in a red heart alarm. The pump operated at or above the low-speed limit for the duration of the captured data. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6) no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 08may2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The IFU also outlines pump power, pump speed, and alarms in section 13.0. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it was unknown if the red heart alarms were associated with low flows. Event history didn't retain any data of red heart alarms, which were resolved naturally. The patient continued to spend his daily life without problem.

Manufacturer narrative:
(B)(6) hospital was the customer site. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had a red heart alarm. However, when a medical engineer checked the history on system monitor, there were no alarms related to the red heart lamp in the history. The log file did not capture any unusual events that would trigger the red heart alarm such as low flow, low speeds, or pump off events. The pump and peripheral equipment appear to be functioning as intended.